Event description:
It was reported that during a gastric bypass procedure, with the first cartridge the jaws locked on the second firing stroke and would not open. On the first cartridge, third firing stroke, it would not fire and the knife blade would not release. They cut the stapler off the tissue. They replaced the device and completed the procedure without any consequence to the pt.

Manufacturer narrative:
Closure link and yoke interface. Evaluation summary: the device was received for analysis with no visual non-conformances and with a reload present on the device. The reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned reload was tested for functionality by resetting and reloading it into the device. The jaws of the instrument were closed by squeezing the closing trigger toward the handle. An audible click indicated that it locked in place. It was observed at this point that the closing trigger locked completely against the handle (no gap). The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The anvil release button was pressed to separate the instrument jaws and allow both triggers to return to their original position. This only occurred when applying reverse force to the firing trigger and pressing the anvil release button simultaneously. The device was disassembled to visually verify the condition of the internal components and a tighter fit between the closure link and the yoke was observed. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.